Manufacturer narrative:
Procedure/medical information review: medical review of procedure note - a detailed medical review of the operative notes dated (B)(6) 2024, was performed on (B)(6) 2024, data review indicates that on april 17, 2024, date of the index procedure, the operative physician reported that during the performance of the procedure, while using web 7x3 device to treat a bleeding acom aneurysm, after web placement was successfully placed within the aneurysm, the web device did not detach after the first press of the wdc2. After a total of three attempts with the controller the detachment was unsuccessful. While trying to pull the web back into the via 17, the web released and remains in the aneurysm. Implantation of a web sl 7 x 3 device shows good coverage of the entire aneurysm up to the base of the aneurysm with prompt closure of the aneurysm. Data review describes technical failure of the device's detachment mechanism, which can only be detached secondarily through considerable manipulation with the microcatheter. Based on a review of the data and in my professional opinion, the delayed detachment associated with the use of the web sl device utilized for this procedure, the relationship to the web sl device cannot be ruled out. Investigation findings. Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device: 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: a medical review of the provided operative notes was performed. Data review indicates that on (B)(6) 2024, date of the index procedure, the operative physician reported that during the performance of the procedure, while using web 7x3 device to treat a bleeding acom aneurysm, after web placement was successfully placed within the aneurysm, the web device did not detach after the first press of the wdc2. After a total of three attempts with the controller the detachment was unsuccessful. While trying to pull the web back into the via 17, the web released and remains in the aneurysm. Implantation of a web sl 7 x 3 device shows good coverage of the entire aneurysm up to the base of the aneurysm with prompt closure of the aneurysm. Data review describes technical failure of the device's detachment mechanism, which can only be detached secondarily through considerable manipulation with the microcatheter. Based on the review of the data, the association of the delayed detachment to the web sl device cannot be ruled out. However, without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
No additional information was received. Please see h6 & h11.

Event description:
It was reported: the physician was using a web 7x3 to treat a bleeding acom aneurysm (sah). Cerebral angiography / panangiography found the source of the hemorrhage was a broad-based aneurysm at the a1/a2 junction on the left with a diameter of up to 7 mm. The aneurysm had a very wide base and superficial protrusions. The angiograms of the right internal carotid artery showed a fusiform ectasia at the right mediastinal bifurcation with superficial irregularities. Decision in favor of endovascular treatment by implantation of an intrasaccular nitinol device, due to the very wide aneurysm base, the primary treatment was implantation of a web sl 7 x 3 intrasaccular flow disruptor. Probing of the aneurysm with a via 17 microcatheter via a traxcess microwire. Implantation of a web sl 7 x 3 device, which shows good coverage of the entire aneurysm up to the base of the aneurysm with prompt closure of the aneurysm. The web was tested successfully with the wdc2. After the web was successfully placed in the aneurysm, the physician attempted to detach it. After the first press on the button of the wdc2, the web did not detach. Further unsuccessful attempts with the controller were made. The physician tried to pull the web back into the via 17, it came loose and the web remained in the aneurysm at the position where it had been placed. A dislocation in the direction of the aneurysm so that the base of the aneurysm is no longer completely covered was noted. There is a slight filling of the aneurysm near the base, which was regarded as the source of the hemorrhage. Over the course of 60 minutes, however, there is increasing thrombosis with stasis. Device remains implanted. It is reported the patient is doing fine.

Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, procedure notes were provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. H3 other text : device remains implanted.